Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv defibrillation coil impedance when the impedance level exceeded the programmed upper alert threshold. The lead remain in use and will be monitored. No patient complications have been reported as a result of this event.